Event description:
A report was received that patient was experiencing discomfort at the ipg site. Patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well post operatively.